Event description:
It was reported that the user experienced a severe low blood glucose event after administering too much insulin at bedtime and using a meal announcement as a correction, which constituted an improper method of use related to the user interface of the ilet system. Symptoms included hypoglycemia with a reported glucose of 45, dizziness, and lethargy. Outcomes included the need for oral glucose to treat the event. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was attributed to an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial